Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. It was discussed with the health care professional (hcp) to continue monitoring the patient and increase the shock impedance limit. No adverse patient effects were reported. The device remains in service.